Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2109729. Medical device expiration date: 2023-01-31. Device manufacture date: 2022-04-19. Medical device lot #: 2102607. Medical device expiration date: 2023-01-31. Device manufacture date: 2022-04-12. Medical device lot #: 1349412. Medical device expiration date: 2022-09-30. Device manufacture date: 2021-12-15. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bactec¿ plus aerobic/f culture vials (plastic) have possible contamination on 5 vials. Patient samples were included. Subculture was performed and the identification was listeria monocytogenes for all affected bottles. The organism identified was sent out to customer's public health laboratory for typing. Customer is not aware of any adverse impact to patients. The following information was provided by the initial reporter: customer reported a possible vial contamination.

Manufacturer narrative:
H6: investigation summary: customer reported a contamination issue while using bactec product. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with bactec product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch history record review results.

Event description:
It was reported that bd bactec¿ plus aerobic/f culture vials (plastic) have possible contamination on 5 vials. Patient samples were included. Subculture was performed and the identification was listeria monocytogenes for all affected bottles. The organism identified was sent out to customer's public health laboratory for typing. Customer is not aware of any adverse impact to patients. The following information was provided by the initial reporter: customer reported a possible vial contamination.